Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported issue. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that due to an 840 ventilator occlusion, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.